Manufacturer narrative:
The probable cause of the falsely elevated troponin I result was imprecision caused by the heterogeneous module. The customer was instructed by a siemens representative to perform maintenance on the system. The instrument is now performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. It is unknown if the result was reported to the physician. Negative troponin I results were obtained on repeated testing of the same sample and on a second draw. There was no report of any adverse health consequences as a result of the falsely elevated troponin I result.